Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 16 months post vena cava filter deployment, during a scheduled filter retrieval, the filter was captured and retrieved with a snare device. It was further reported that examination of the retrieved filter discovered two arms had allegedly detached and were embedded in the caval wall. There was no plan to remove the detached limbs. The patient was reported as asymptomatic post filter retrieval.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. All six legs and four arms were present and intact. Two arms (w/shoulder anchors) were detached. The filter was examined under magnification (16x-63x). The first arm was detached approximately 0.5mm from the apex. The second arm was detached at the apex. The detached arms were not returned. Functional/dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard meridian filter was in an upright position within the ivc prior to the successful filter retrieval can be confirmed. Based on the images provided, two detached filter arms were identified within the ivc; however, because no other images were provided, it cannot be confirmed if the two detached filter arms were removed successfully. Conclusion: the device was returned. Images were provided. Based on the returned sample condition and image review, two detached arms can be confirmed. Per the reported event details, the filter was retrieved using a 7 french retrieval sheath. Per the instructions for use (IFU), "remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only." Therefore, the use of a 7 french retrieval sheath likely contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Removal of meridian filter using an intravascular snare. Equipment required: one intravascular snare of user¿s choice; one 80-cm introducer sheath, 10 french i.d. Or greater, to be used as retrieval sheath; 0.035" 3 mm j-tipped guidewire, 110 cm long or longer; 18 gauge entry needle; saline; contrast medium; sterile extension tube for saline drip or syringe for saline infusion; all basic materials for venipuncture: scalpel, #11 blade, local anesthesia, drapes, etc. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 16 months post vena cava filter deployment, during a scheduled filter retrieval, the filter was captured and retrieved with a snare device. It was further reported that examination of the retrieved filter discovered two arms had allegedly detached and were embedded in the caval wall. There was no plan to remove the detached limbs. The patient was reported as asymptomatic post filter retrieval.